Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition, the evaluation cannot be performed. The pump will be calibrated during the repair process

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.